Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that eleven days post device change out, an alert was received for high out of range impedance measurements on the right ventricular (rv) channel. The patient presented to the emergency room with no symptoms. During the device interrogation, the chronic rv lead exhibited impedance measurements greater than 2000 ohms and the noise was able to be reproduced with pocket manipulation. Multiple non-sustained ventricular tachycardia episodes were recorded due to noise, however no inappropriate tachycardia therapy was provided. The patient was admitted to the hospital and a revision procedure was planned to further assess the issue. During the exploratory surgical intervention, device to lead connections were checked and thought to be good and they were unable to reproduce the out of range pacing impedance measurements during the surgery. The physician opted to not make any changes to the system, the device and lead remain implanted in the patient. No adverse patient effects were reported.